Event description:
An event occurred involving unspecified spiros reported that the spiros leaks at the connection to the tubing, causing a leak of the product (nacl). The spiros was replaced. The therapy has been completed. The leak was cleaned up according to facility protocol. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. A device history lot number review cannot be performed due to not lot number provided. Additional contact information: (B)(6).